Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not powering on was not confirmed. Additional information provided from the european distribution center communicated that the returned power module (serial number: (B)(6)) was considered to be a biohazard risk; therefore, the returned unit was not serviced and was scrapped by the center. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 IFU section 3 "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during power module testing the power module symbols would not illuminate at all when connected to power. The 12 volt battery was replaced and there were still no audible or visual alarms.